Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient sustained a blow to the head resulting in a loss of connection to the internal device. The device was explanted on (B)(6), 2011. It is unknown whether the patient was reimplanted with another device during the same surgery.